Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient uses tandem tslim in modified closed loop. On the night of (B)(6) 2025, the patient kept waking up due low alerts of 40mg/dl. Due to this she kept on treating herself (not specified what with), but she eventually tested herself with a fingerstick reading of 487mg/dl. She tried calibrated multiple times with no success. She then went to the emergency room (ER) to get the high reading treated. The doctor treated her with insulin slowly over time and an IV for dehydration. She was fine during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.